Manufacturer narrative:
The device was received. The investigation is not complete. The event that is being reported was noted during verification testing. Therefore, user facility event codes are not applicable in this case.

Event description:
During verification testing at the service center, it was noted that the motor shaft extension was missing.